Event description:
It was reported that after an infusion set change, the patient¿s glucose rose to a high level, prompting a subsequent overnight set change and a 2-unit injection of regular insulin, after which the patient experienced low blood glucose attributed to insulin stacking; the sensor initially read low compared with a fingerstick and was corrected with calibration, and replacement inset infusion sets were sent. Symptoms included hyperglycemia followed by hypoglycemia. Outcomes included treatment at home with oral glucose and device troubleshooting education. Investigation included customer interview and assessment of use-related factors. Investigation of this case revealed that the cause of hyperglycemia and subsequent hypoglycemia was unclear, with possible contribution from infusion set performance or use factors, and the cgm required calibration to align with capillary glucose. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.